Event description:
It was reported the patient's blood glucose (bg) level rose to 15 mmol/l (270 mg/dl) while wearing the pod between 5 and 24 hours. The patient went to the hospital and was admitted to the children's ward. The doctor did not have knowledge of how to treat diabetes so the patient was discharged after approximately two to three hours. No medical treatment was provided at the time of the visit. The patient went home and applied a new pod to treat the bg levels. When removed from the infusion site (arm), the pod's cannula was found bent. The patient's bg levels stabilized with the new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.